Event description:
According to the reporter: parts broke and fell off into cavity during operation. The surgeon took an x-ray and confirmed that all of the parts were retrieved. Used another device and no injury was reported.